Manufacturer narrative:
MFR report # 2084725-2010-00156 (asp) corrected to 2150060-2011-10004 (minntech). Information from initial report:an asp field service engineer (fse) was dispatched onsite to assess the aer system. The fse found a leak in the disinfectant reservoir tank, causing fluid to run down into the heater connection. The fluid was shorting out the connection, causing the gfci to trip. It also appeared that the heater itself had failed. The customer was informed of the cost to replace the disinfectant reservoir, which included a new heater assembly. The facility repaired the reservoir tank to resolve the issue. The unit has been in normal operation. Manufacture date: the unit was manufactured 12/11/2003. Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR was reviewed and no issues were noted. The service and complaint history for six months shows this unit has not observed any significant trend. Trending analysis for the problem "leaking from reservoir" was reviewed and the trend line lies below the upper control limit. The fmea (failure mode effects analysis) was reviewed for all aer leak related failure modes. The overall risk numbers (rpn) is below the threshold of 100, indicating that the associated risk is minimal. The fmea (failure mode effects analysis) was reviewed for cidex opa solution related to spills/leaks failure mode. The risk numbers (rpn) is below the threshold of 100, indicating that the associated risk is minimal. The shuma (system hazard and user misuse analysis ) was reviewed and it was determined that the risks of user exposure due to spills all fall into category I. The hhe (health hazard evaluation) was reviewed for disinfectant leaks. The hazard/risk index was 4, which indicates the associated risk is low. The issue was resolved by repairing the reservoir tank. The tank assembly was not replaced after 2007-08; thus, the unit has the original tank. The old tank was assembled (non-molded) and can crack and leak over time. This leakage can also cause failures of the temperature subsystem which can lead to an over-heat condition.

Event description:
A customer reported the asp aer is tripping the gfci when plugged in. Subsequently, the customer stated cidex opa leaked from the reservoir onto the floor outside the unit. The customer cleaned up the disinfectant wearing the appropriate ppe and stated no injuries were involved.